Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it is highly likely that the tip of the scope connector was chipped or broken, causing excessive stresses to be applied to the video connector terminal when inserting the scope, resulting in the terminal buckling. In addition, since the subject device has been in use more than 5 years since it was manufactured, it is likely the pins wore out due to repeated use over time. The following description is identified within the instruction manual: "do not apply forceful force to the connectors".

Manufacturer narrative:
The unit was returned to the service center for evaluation. The customer¿s report of ¿bent pin and would not work with a standard scope ¿ was confirmed. A bent pin inside the video connector caused no image to display with a ltf-vh scope connected. The unit was equipped with a new version main switch and up to date software. The most likely cause for the reported event is mishandling. The instruction manual states ¿do not apply excessive force to this video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The user facility reported that during preparation for use, a bent pin was noted inside the unit¿s scope connector. The unit also, would not work with a standard scope there was no patient involvement reported.